Manufacturer narrative:
Model number/catalog number: sc-1200, (B)(4), model/catalog description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a pocket revision procedure and was doing well postoperatively.